Manufacturer narrative:
Occupation: health professional (hpro).(surgical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the closure of an open esophagectomy, there had been a leakage. The device has not been stapled correctly. To resolve the issue, lavage was performed, a stent was inserted at the revision operation, and the leakage was over sewn. The surgical time was extended to more than 30 minutes and the patient hospitalization was prolonged. An additional operation was also performed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.